Event description:
Liver was placed on organox pump. After 30 seconds, noticed blood on the base of the machine. Spoke with organox rep and advised to put bone wax over the area that was unsuccessful. All the blood leaked out of the pump on to the machine. Attempt to cold flush the liver was unsuccessful.